Manufacturer narrative:
Sections with additional information as of 02-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 11-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 77, 79, 83, 55 and 471 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-124 mg/dl and expected pm non-fasting blood glucose test result range is 150-160 mg/dl. At the time of the call, the customer reported feeling drained and sluggish; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 89 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/15/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).